Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed with no irregularities. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during a total laparoscopic hysterectomy. Unknown error message was displayed and the ptfe pad was come off. There was no patient harm reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2015-00750 to provide additional information based on the evaluation of the device. The subject device was returned to olympus medical systems corp (omsc) for evaluation. Lot # was corrected. Device manufacturer date was identified and filled in. The manufacturing record was reviewed with no irregularities. As a result of evaluation of omsc on october 15, 2015, there was no malfunction which caused or might cause the fragment to fall inside the patient. Therefore, we are retracting MDR.